Manufacturer narrative:
This device shows no obvious damage. No mechanical problem was found. This device cycles and actuates as intended. There is no apparent twisting or bending of the delivery needle. No root cause related to the manufacture of the device can be established. No further investigation is warranted.

Manufacturer narrative:
Awaiting for receipt of device.

Event description:
It was reported failed to deploy t2. No delay was noted. No patient injury or complications were reported.